Event description:
A customer contacted beckman coulter (bec) reporting that more than 5 ml of blue colored fluid had leaked from the coulter lh 500 hematology instrument. The leak was not contained inside the instrument. Ambient temperature errors were also recovered by the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated.

Manufacturer narrative:
The leak and the ambient temperature errors are isolated events. A bec field service engineer (fse) was dispatched for this event. The fse confirmed a cleaner leak from worn tubing at pv37; tubing was replaced, resolving the leak. The fse also cleaned the connectors on the peltier temperature module, which made the temperature stable and resolved the ambient temperature errors initially reported. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).